Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced difficulty with charging the ipg. The ipg depth is deeper than expected. The ipg became inoperable as a result of patient not being able to charge. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient was unable to charge their ipg. The rep stated the ipg depth was deeper than expected. The rep could not confirm ipg-pc communication strength as the ipg is fully depleted. The patient's charger was tested with another ipg and were able to charge the ipg - indicating the charger is functioning properly. Surgery took place where the ipg was explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.